Event description:
It was reported that the implantable pulse generator (ipg) was no longer functioning as intended. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted device will not be returned. No device malfunction was suspected.

Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event.